Event description:
Pt reported experiencing alleged "reflux", "dysphagia, "pain" and "irritation" at the port site after a fill that was performed by their primary care physician. Pt said that during the fill by their primary care physician, the primary care physician "couldn't find the port", so "poked around" until the port was found. The implanting physician also performed an esophagogastroduodenoscopy (egd) due to the pt's alleged dysphagia. The results were normal. The pt was able to swallow, but had gastritis. No infection was reported. Pt noted that their implanting surgeon prescribed protonic for the alleged "reflux", explanted the entire system but did not replace it. The implanting surgeon said that after explanting the system, it was found that the "port detached from the stomach wall" and a "seroma" was discovered, which created a cyst around the port and created swelling. Based on the evidence, the implanting physician believes the "seroma caused the displacement" and this occurrence was due to the fill performed by the pt's primary care physician.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Reflux, irritation and abdominal pain are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of heartburn as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the reported event of pain as follows: "there were add'l occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1 % of subjects included: abdominal pain, chest pain, incision pain and port site pain." Device labeling addresses the reported event of irritation and edema as follows: caution : pts must be cautioned to chew their food thoroughly. Pts with dentures must be cautioned to be particularly careful to cut their food into small pieces. Failure to follow these precautions may result in vomiting, stomal irritation and edema, possibly event obstruction.